Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the pump¿s black box showed evidence of loss of prime warnings (cs162) with low non-zero force on (B)(6)-2018. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime. The force sensor calibration was found to be within required specification. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.